Event description:
It was reported that the patient experienced a loss of therapeutic effect after having good stimulation the previous two days. The patient reported that her leg pain was now worse than before she has the device implanted. It was noted that the hcp and company representative did not instruct the patient on how and when to charge the device. Additional information was requested, but was not available at the time of this report.

Event description:
Additional information received reported that the patient still felt the stimulation even though the device was off. She also noted that it was taking too long to recharge her ins. Specifically, she started her charging at three quarters but could not complete the rest of the charge in 2 hours. She also stated that she used her stimulation for less than 2 hours a week. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient used the device initially but she didn't have the pain she normally had and wasn't using it because she was in bed all the time after her surgery. The patient had "skin breakdown" and three times a week nurses visited her. It was stated that by the time the patient "gets up washes, bowel program and other things she uses up her 3 (30 min intervals) and gets back into bed." The patient was told by her health care provider to charge the device for 30 minutes each day but it "takes so much time just to get one activity done."

Event description:
Additional information was received on (B)(6) 2012 that reported the patient experienced a "vibrating" sensation from the top of her legs to the tips of her toes which had been occurring "for days". The patient's implantable neurostimulator (ins) was turned off since (B)(6) 2012. The patient stated she had other complications as well, but did not say what they were. The patient also noted that she received a "poor communication" screen on her patient programmer two times. Communication between the ins and recharger was successful and the patient was able to confirm the ins was turned off with the recharger. It was noted that the patient is a paraplegic and is in a wheelchair. On (B)(6) 2012, the patient reported feeling uncomfortable vibrating sensations with positional changes and believed the ins was turned off. The patient programmer indicated the ins was on. The patient turned the stimulation off and stated she believed a "wire was hitting her nerve". The patient also reported she charged her ins for 2 hours with 8 coupling bars but the ins was not fully charged, though she believed it should be. It was also noted that the patient had a foley catheter and experienced "skin breakdown" due to sitting in the wheelchair for extended periods of time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead model: 3778-75, lot#: v907489007, implanted: (B)(6) 2012, explanted: na. Lead model: 3778-75, lot#: v907489008, implanted: (B)(6) 2012, explanted: na. Anchor model: 3550-39, lot#: n316092, implanted: (B)(6) 2012, explanted: na. Programmer model: 37744, serial#: (B)(6), recharger model: 37754, serial#: (B)(4). (B)(4).